Event description:
A medical emergency response team (mert) responded to an event. The unit displayed a solid red 'x' and did not pwoer on. The battery was replaced with the spare battery and the unit still did not respond, still presenting a solid red 'x'. CPR was performed until the paramedics arrived. Unspecified drugs were administered and the patient intubated without effect. The aced pads were removed and another defibrillator was used. The presenting and prevailing rhythm was asystole. No shocks were delivered by the second defibrillator. The patient was transported to the hospital and pronounced upon arrival.